Event description:
The user facility reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. Following impella insertion, the patient¿s liver function values progressively increased. Intestinal bleeding was suspected, prompting a gastroenterological consultation. The patient¿s condition continued to deteriorate, and the decision was made to remove the impella device and withdraw care. The patient ultimately expired at the time of explant. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.